Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was confirmed. During svc, the device failed the temp test. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was heating up. The device was being used during surgery. But there were no injuries. It is unk if there was any medical intervention or delay in surgery. There was no additional info provided.